Event description:
During a lap lymphadecnectomy procedure, some clips closed properly. Some clips did not close properly and slipped off vessels. Some clips fell out of instrument jaws completely unclosed. A new instrument was used to complete the case. No pt consequence.